Event description:
The doctor was using the needle to drive through tissue when the needle separated from the suture. Needle could not be found on examination. Doctor tried opening mucosal tissue to locate the needle, but was still unable to see or feel it. Another doctor was paged to come into the room and asked for a c-arm. This doctor found it lodged in the rectal wall. Trueglyde suture (composed by a needle and a suture thread) is part of a thd kit, used for the treatment of the haemorrhoidal disease.

Manufacturer narrative:
Thd (B)(4) is not the MFR of trueglyde suture device. The event has been signalled by the thd america to thd (B)(4) late and not respecting the time table. Thd (B)(4) sent a non conformity report to the MFR (sutures (B)(4)), which decided not to report the event. Thd (B)(4) decided so to report the event to FDA by itself.